Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient was still in pain 1 year post surgery. Upon looking at x-rays, the surgeon realized the joint was overstuffed and thought he should have removed more bone from the talus initially. At the time of revision, the surgeon was able to release some soft tissues and exchange the poly in order to get the joint looking how he wanted it to.